Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 51 mg/dl at the time of incident and current blood glucose level was 161 mg/dl. Customer states they turn the insulin pump off and now blood glucose was ok. Customer refuse to troubleshooting. Customer requests assistance with programming the insulin pump. The insulin pump will not be returned for analysis.